Event description:
It was reported that post dialysis catheter insertion procedure, a puncture was allegedly noted at the distal clear part of the catheter. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hemosplit d/l catheter was returned for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue as a compound split proximal to the strain relief was noted on the arterial extension leg and a circumferential split was noted on the venous extension leg. Both the edges of both the split appeared granular and jagged. Further during functional evaluation, leak was noted from both the splits upon infusion and air aspirated through the splits upon aspiration. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2021), h11: h6 (result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that post dialysis catheter insertion procedure, a puncture was allegedly noted at the distal clear part of the catheter. The device was removed and replaced. There was no reported patient injury.